Event description:
A customer reported receiving a "replace sensor" message from the freestyle libre sensor on the eighth day of wear. As a result, customer was unable to obtain readings and subsequently experienced symptoms of nervousness, sweating, tension, seizure, and loss of consciousness. An ambulance was called and customer received glucagon injection and intravenous glucose for diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed, and no issues were observed. Data was extracted from the returned sensor using approved software. Sensor was found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. The sensor plug was removed, and the plug assembly was inspected, no issues were observed. Sensor was reprogrammed and sim vivo (simulation of the electrical signal produced by the sensor tail) test was performed. All results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a "replace sensor" message from the freestyle libre sensor on the eighth day of wear. As a result, customer was unable to obtain readings and subsequently experienced symptoms of nervousness, sweating, tension, seizure, and loss of consciousness. An ambulance was called and customer received glucagon injection and intravenous glucose for diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.